Event description:
Patient was undergoing a right shoulder arthroscopy, rotator cuff repair versus debridement, subacromial decompression, possible biceps tenotomy versus tenodesis, extensive debridement. Surgeon was using gemini sr8 self-retaining cannula system. Round clear plastic piece broke inside surgical site near area being anchored. Surgeon was able to retrieve the broken piece of the device. No remnant of the device remained in surgical site. Surgery was able to be completed without any further complications.